Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient woke up in the morning experiencing phrenic nerve stimulation. Device interrogation in the clinic revealed that the left ventricular lead exhibited high capture thresholds. The device was reprogrammed to vvi 40. X-ray revealed that the left ventricular lead had dislodged. On (B)(6) 2016, the lead was successfully repositioned. The patient was in stable condition during and post procedure.